Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01899. During a clinic follow-up, a dislodgement of the right atrial (ra) lead was suspected, and the device was reprogrammed. Following the reprogramming, direct current (dc) cardioversion was performed which resulted in atrial fibrillation. As a result, the ra lead was explanted and replaced to resolve this event. During the procedure for the ra lead, the device was unable to be interrogated. The device was explanted and replaced to resolve this event. The patient was stable and will continue to be monitored.